Event description:
Rn was drawing blood from central line using vacutainer saf-t holder device. When disconnecting vacutainer from blue clave the "male luer adapter" broke off into the clave. The nurse had to replace blue clave on central line.rn stated this happened earlier that morning with same patient during specimen collection and had also occurred for a different ICU nurse for another patient that same morning. There was no visual defect with saf-t holder or clave prior to event.